Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number was reported, the manufacturer is unable to investigate further. No trends were identified, and no root cause could be established. The relationship between...

Event description:
The manufacturer received information from a health care practitioner who believes a patient has infiltrative keratitis. The health care practitioner states that the patient also received medical care at a hospital facility who stated it was an allergic reaction. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.